Manufacturer narrative:
The subject device was evaluated. Evaluation noted customer reported issue could not be reproduced. In addition, device inspection and evaluation, service repair noted the curved rubber adhesive is missing. The angle fixing part of the operation part is loose. There are scratches on the operation part, grip, curve rubber, video connector , switch 1 due to external factors. Device evaluation findings, the customer reported issue was not reproduced, however, evaluation noted the phenomenon could be sporadical failure ( failure cannot be confirmed but occurence is likely.) Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "image does not appear". The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, an electrical board inside the video connector unit, or a problem on the system side. Olympus will continue to monitor field performance for this device.